Manufacturer narrative:
Findings: all buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, broken reservoir tube lip, cracked battery tube threads and broken pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 97 mg/dl. The customer stated that she was outside and it could have been exposed to sweat. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.